Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately six weeks post procedure, the pt returned and it was noted the protegen sling material was visible through the insertion site of the vaginal wall. A portion of the sling material was removed without incident. The physician reclosed the incision site and the pt underwent treatment with premarin cream post operatively. The pt does not remain fully continent. No further details are available regarding the circumstances surrounding this event. A portion of the device remains in the pt. Therfore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site ...loss of fixation and/or visualization of implanted graft materials.